Event description:
Pulmonetic systems, inc received an email from a representative of hospital in 2002. The representative reported the following problem: ventilator inop. No audible alarm noted. No patient harm reported.